Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 28 units after delivering approximately 13 units. Reportedly, the cartridge was filled with 300 units of insulin. The customer¿s blood glucose level was 200 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.